Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the lens is scheduled to be removed due to cataract formation. It is not known whether the lens has been removed. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Corrected information: the reporter indicated that an implantable collamer lens was implanted into the patient's eye. On (B)(6) 2018, the lens was removed from the patient's eye due to cataract formation. On the same day, the patient then underwent cataract surgery and iol implantation. In the surgeon's opinion the cause of the cataract formation is the icl. The patient and vision are currently stable. Additional report source added. (B)(4).